Manufacturer narrative:
Follow-up # 1 date of submission 09/16/2013-device evaluation: the pump has been returned and evaluated by product analysis on 08/28/2013 with the following findings:no damage was observed to the pump keypad cover. During testing, all of the pump keypad buttons responded properly. The keypad cover was removed and no contamination was found under any of the key contacts.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a button/keypad (tactile change prior to damage) issue. It was reported that up and down buttons were intermittently unresponsive for a couple of months, and there was a hole at the down arrow button. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #2 date of submission 09/16/2013. Correction:follow-up #1 should read "the pump has been returned and evaluated by product analysis on 08/27/2013 with the following findings."